Event description:
A customer contacted beckman coulter inc. (Bci) regarding random false high sodium (na) results generated by the synchron lx I 725 clinical system on the night shift of (B)(6) 2010. The customer only supplied one example: na result of 151mmol/l was repeated on a different instrument and recovered 136mmol/l. No false high results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Qc prior to the event was within lab's established ranges, but no data was received from the customer. A field service engineer (fse) was dispatched: the fse decontaminated the ise system, replaced the carbon bridge, and performed a preventive maintenance (pm). As of (B)(6) 2010, there are no further reports from the customer.